Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.